Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (healthcare provider, clinical study) regarding a patient who was receiving unknown drug via an implantable pump. It was reported that it was difficult to refill the pump. They were not able to fill pump wit 40 cc but only with 26 cc baclofen. After 2 days they do a new attempt to refill the pump: they were able to aspriate 26cc liquid and 15cc air. This was possibly the reason why it was not possible to refill the pump with 40cc baclofen. The issue was reported as resolved without sequelae.